Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not fully administer following a downstream occlusion during therapy in the outpatient pain clinic. IV fluids are administered with the primary at 90 ml/hour, vtbi is 45 ml. Ketamine was delivered as a secondary infusion. It is built as a variable in the mdl and the dose is patient specific. The secondary infusion begins and runs to completion without any alarms. It then transitions back to the primary and when the "infusion complete" alert sounds, they report that nothing has infused from either bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of medications did not fully administer following a downstream occlusion was not reproduced. A review of the event history log (ehl) revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During flow accuracy testing, the device delivered within intended range. A review of the event history log (ehl) revealed infusion matching the customer reported parameters was observed, the secondary infusion and primary infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.